Event description:
It was reported that the evacuator did not provide suction at first and counter flow of the exudate was observed. The device then began to provide suction rapidly. It was reported that the surgeon was able to complete the procedure successfully. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
This MDR is being submitted late as it was identified during a retrospective review conducted pursuant to a FDA inspection at the manufacur's facility in january 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the manufacturer's decision not to submit mdrs for certain events involving product manufactured at (B) (4).